Event description:
It was reported that the device would not complete the user test as it failed to detect the therapy cable connection. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter confirmed that the customer isolated the cause for the problem to be the therapy cable. The customer replaced the therapy cable and observed proper device operation.